Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel b failure was confirmed during product evaluation. The root cause of the reported problem was determined to be corrosion on pump head channel b. Appropriate action was taken to correct the reported problem by replacing pump head channel b. Additional information: a device history review was performed with no exceptions found during manufacturing.

Event description:
The facility reported a colleague infusion pump with a malfunction of a channel b failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central sterile department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.